Event description:
It was reported by service report that the fowler cylinders were leaking. There was no patient involvement or adverse consequence reported.

Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, 545 mg/dl, and 217 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.